Event description:
This retrospectively reported pregnancy/device case, reported by a consumer, concerns a pt who experienced high and low blood sugars and seizures. Pt was taking insulin lispro (humalog) and human insulin isophane suspension (humulin n) via a pen injector device (humapen ergo) for diabetes. Trimester exposure is unknown. The date of delivery was in apr-2000. The pt has had insulin dependent diabetes mellitus for 12 years. The pt's glycosylated hemoglobin level in apr-2000 was 5.4 and in aug-2000 was 5.9. The pt was also taking labetalol. The pt is currently taking insulin lispro on a sliding scale (six units at breakfast, 6-8 units at lunch and 8 units at suppertime) and human insulin isophane suspension (five units at breakfast and 31 units at bedtime). At the time of this report, the pt had been taking insulin lispro for 2.5 years and human insulin isophane suspension for one year. During the week in 2000, the pt noticed that pt's blood glucose levels had been steadily increasing with readings of up to 20 mmol/liter. In 2000, the pt took six units of insulin lispro after supper in addition to pt's usual suppertime dose and then another two units since pt's blood levels were high. At midnight before pt went to bed pt's blood sugar readings were 12.3mmol/liter. At approx two and three in the morning, the pt experienced seizures. The paramedics were called. They took a blood sugar reading which was 1.1 mmol/liter. The pt was given a glucose infusion and taken to emergency. The pt stayed in emergency for about two to two and a half hrs and was then sent home. Pt has restarted pt's insulin. 24 hrs later, pt's blood glucose levels seemed to increase again. Next day, the pt visited pt's pharmacy. The pharmacist noted that the cartridge pt was using had a large bubble. Both the cartridge and pen injector device were replaced. Since then, the pt has had good blood glucose readings. Both insulin cartridges and pen injector device have been returned on 2/8/01. The device did not have broken engagement tabs and is therefore not a reportable malfunction. One of the insulin cartridges had a very large air bubble. This case will be reported to the drug division of the regulatory authority, as appropriate.